Event description:
Home health nurse reports issue with curlin 6000cms (serial: (B)(6); expiration date: not provided) pt received as part of pump maintenance. Nurse states when they tried to use the new pump there was an error message for lithium battery malfunction. Nurse verified they checked pump and batteries that they can access and there did not appear to be any issues with it. Pharmacy to replace pump. Pt still has old pump available and they are using it to complete infusion today. No doses were late or missed. No adverse event(s) reported due to product issue. Material sent to pt for return of device associated with event. Availability of device dependent upon pt return. No further info. Reported to (B)(6) by health professional.